Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the defect of ccd unit due to excessive stress on the head part. Excessive stress on the head part may have been caused by user handling. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that no endoscopic image was displayed. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that the charge coupled device (ccd) was defective. The reported event was reproduced. There was no report of patient injury associated with this event.